Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing battery issues and would shut off within minutes of being unplugged. A getinge therapy specialist has advised that the ac mains switch was checked and is in the "on" position. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported. ***after further investigation, on march 5, 2020 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-02033.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10.. After further investigation, on march 5, 2020 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-02033.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h10. On (B)(6) 2020, the customer informed getinge that there was a miscommunication regarding how many iabp units had experienced the reported issue. The customer has clarified that only one iabp unit experienced a malfunction, and that the other iabp unit did not have any issues. Therefore, there was no reported malfunction of the iabp unit involved.. All relevant information regarding the reported malfunction of the customer's iabp unit was captured and submitted under the mfg report# 2249723-2019-01938.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing battery issues and would shut off within minutes of being unplugged. A getinge therapy specialist has advised that the ac mains switch was checked and is in the "on" position. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported. Please refer to mfg report# 2249723-2019-01938 for complaint event details.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to the customer to obtain additional information regarding the details of this event. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing battery issues and would shut off within minutes of being unplugged. A getinge therapy specialist has advised that the ac mains switch was checked and is in the "on" position. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.